Event description:
Pt was implanted with a monarc sling on (B)(6) 2006. Pt claims that "after, and as a result of, the implantation of the monarc she has suffered serious bodily injuries, extreme pain, erosion of internal bodily tissue dyspareunia and mental pain." No further information provided.

Manufacturer narrative:
Information suggests the sling has not been removed. No conclusion can be drawn based on the information provided. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. The frequency of occurrence of the event is addressed in the device labeling and is sufficiently captured in our risk analysis.